Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the retaining pin disengaged. The surgeon was able to retrieve the pin without any pt injury.